Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery. Customer was unable to rewind the insulin pump. Customer's blood glucose level at the time of the incident was 509. Customer also reported that the insulin pump has an unresponsive keypad. No significant events leading to the alarm and keypad issue were observed. Troubleshooting was done. Product is not expected to return.